Event description:
It was reported that during a hysterectomy using an ultrasonic scalpel, "the device fired on its own without being activated by staff." It caused a minor burn to the uterus that was being removed. There was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Inspection of the returned device revealed evidence of clinical use including biological material on the distal tip and an indention in the teflon pad. The shaft rotation and the jaw actuation were found to be acceptable. The device was connected to a scalpel generator. The scalpel was tested and found to activate intermittently on its own. The device was disassembled. The msa was found to be properly installed and no anomalies of the button assembly were observed. Examination of the membrane switch revealed that the pressure pad of the min button was stuck in the downward position. The pressure pad was lifted to inspect the circuitry. While lifting the pressure pad, it popped back into the upward position. The circuitry was found to be intact and did not exhibit any anomalies under the pressure pad and the rest of the membrane switch. When the pressure pad of the min button was pressed, it exhibited a tactile click and was able to function as intended (returned to upward position) when the pressure was released. Internal procedures requires that each switch be inspected and tested using an inline switch test with the purpose of mitigating occurrences of defective switches being assembled into finished devices. Both the min and max buttons are checked. It also instructs associates to perform a generator test on 100% of all fully assembled scalpels in order to ensure that only functioning instruments are packaged for sale. It is possible that the reported failure resulted from an inadvertent impact to the min button causing the pressure pad to become stuck in the downward position after release from our facility and prior to use. A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This is the first complaint of this nature that sss has received.